Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient was hospitalized for an unknown reason and was experiencing phrenic nerve stimulation due to high outputs on the left ventricular channel. Interrogation revealed a fault message indicating the device was in safety mode. A boston scientific technical services consultant recommended device replacement. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient has a history of phrenic nerve stimulation and was in the hospital experiencing it. Review of the remote monitoring data identified the device was in safety mode. A boston scientific technical services consultant noted a remaining longevity of one year five months prior. Device explant was recommended. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.